Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Information was subsequently received that this device was electively explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right ventricular lead exhibited impedance measurements of 1891 ohms. No adverse patient effects were noted.

Manufacturer narrative:
It was suspected the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.